Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of spec in relation to the reported symptom, unspecified system error where the pump shuts down, which was reproduced as system error 105 during eval at power up and confirmed as system error 105 through review of the event history log caused by a seized motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump had an unspecified system error where the pump shuts down. It was also reported there was no pt involvement.